Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient with an implantable infusion pump receiving lioresal (baclofen) with a concentration of 1000 mcg/ml and a dose of 263.3 mcg/day for intractable spasticity. It was reported that caller stated that patient's pump was stalled and recovered the same day and patient reported symptoms of tingling near the ribs which radiates to both legs and numbness. Caller stated that patient reported increased spasticity since the pump stalls. Caller stated that the patient's husband said that there was a recall on the pump. Technical services reviewed dlc battery design changes and foreign particle field actions. Technical services reviewed that patient has the battery design changes and is not part of the foreign particle field action.